Event description:
An international distributor reported their customer's AED's battery was depleted. When tested with a spare battery pack, it powered on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known.